Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire jaws became separated and was connected only on one side by the base. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood and charred tissue was observed on the heater wire and on the hot jaw. The heater wire was observed to be bent at the base of the heater wire and flexed away from the hot jaw, with detachment at the tip of the hot jaw and remained attached at the base of the hot jaw. The heater wire was also observed to be slightly twisted at the middle portion of the heater wire. Based on the return condition of the device, the reported failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire jaws became separated and was connected only on one side by the base. A replacement device was used to complete the procedure. The hospital did not report any patient effects.